Manufacturer narrative:
Additional information was received that during the pocket revision, the ipg would link to the remote control(rc) but the rc continued to display the "searching" message. The physician replaced the ipg. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device was tested with multiple remote controls and it was able to perform telemetry functions without any difficulty. The ipg exhibited normal device characteristics. Therefore, the reported complaints of the ipg causing pain at the pocket site and the inability to link to the device using an rc were not duplicated or confirmed.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.